Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the robot failed while attempting to burr away bone on the femoral condyle. Trouble shooting was performed by mps and outside clinical support and field service was called for further assistance. It was determined the case could not continue as planned. During this time, the patient's knee closure was delayed 20 minutes. The patient was then transferred to pacu post-operatively.

Manufacturer narrative:
Reported event: inspected per tsp-0011 emax 2 anspach does not activate the burr ( no rotation) method and results: device evaluation and results: upon engineering inspection, it was found that motor phase wires were shorted to the connector backshell. The reported event of "power filter fuse being blown" was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the anspach emax 2 plus burr motor controller power filter fuse being blown. There have been 5 other events for the referenced serial number. Trend request #860 for this part number has been submitted. Conclusions: the anspach motor is an OEM device. Upon receipt, the device was evaluated per tsp-0011 anspach emax 2 plus burr motor and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #860 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the robot failed while attempting to burr away bone on the femoral condyle. Trouble shooting was performed by mps and outside clinical support and field service was called for further assistance. It was determined the case could not continue as planned. During this time, the patient's knee closure was delayed 20 minutes. The patient was then transferred to pacu post-operatively.